Event description:
The caller called regarding abbott freestyle libre 03 sensor. The reporter mentioned she received a letter from pharmacy on 09/16/2024 regarding the device sensors providing incorrect results, the consumers requested not to use the device and discard it. The reporter also mentioned that she had experienced incorrect higher results last month. The reading was inaccurately high compared to glucometer. Also she said the sensors does not adhere to skin for 14 days but comes out soon.